Event description:
Failure of ohmeda (boc healthcare) tec 6 desflurane vaporizer to deliver any desflurane, without any indication of its failure. Dial set at about 9%. "Operational" green light on. Warm and plugged in. All other lights (no output-low agent-warmup-alarm battery low) not illuminated. Fill indicator showed full. Datex-ohmeda b/5 monitor showed no inhalational agent except for the nitrous / oxygen. Because vital signs were at baseline, I was not overly worried about recall, but a bis monitor that was going to be used for the next case was available, and so I quickly hooked it up. It showed a value of 81%, consistent with lack of desflurane. Propofol was given and inhalational agents changed, which the monitor immediately detected. Later in the case, a second tec 6 was brought into the room and turned on. The monitor immediately detected the desflurane. I am waiting for the report on the apparently defective vaporizer. The patient, on post anesthesia interview, did note a very short period of not being able to move and hearing voices.